Event description:
A report was received that the patient was experiencing swelling and tenderness at the pocket site. The patient was prescribed with lidoderm patch but it did not help with the pocket pain. The patient underwent an explant procedure and was still experiencing pain at the pocket site after the procedure. There will be no further course of action.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.